Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was up to 700 mg/dl. The customer was treated manual injection. The customer reported that they had not received no delivery during priming. It was reported that they had scratches on the screen. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.